Manufacturer narrative:
Complaint confirmed, the trial was found to be broken and dented. The cause of the event is undetermined, however a likely cause of the event is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a partial knee replacement a smooth guide pin cold welded into the ar-611-trlm left tibial cutting guide. The surgeon was able to complete the cut with a single pin in place and holding the guide in place. During the procedure a small piece of the ar-601-tbe8 8mm trial broke off. The rep reported the piece was easily retrieved, but thrown out. Additional information received on 1/25/2021: the trial poly broke while inserting it for trial. It broke into two distinct pieces while trialing it in the knee. The smaller piece that broke off fell onto the or table and was discarded after assessing that the two pieces accounted for the entire trial component and there was no missing piece. There were no unplanned incisions. The case was completed without difficulty, as the remaining trial component was adequate to trial and the decision for the final implantable component was made.